Event description:
"Call from nurse of (B)(6) needing make and model of valve for MRI department for patient who had a stroke. She informed me that the patient stopped taking his warfarin. The date of the stroke was not provided."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
"Call from nurse of covenant health needing make and model of valve for MRI department for patient who had a stroke. She informed me that the patient stopped taking his warfarin. The date of the stroke was not provided,"

Manufacturer narrative:
According to the report, ¿call from nurse of covenant health needing make and model of valve for MRI department for patient who had a stroke. She informed me that the patient stopped taking his warfarin. The date of the stroke was not provided.¿ multiple attempts were made to obtain additional information; however, all attempts were unsuccessful. A manufacturing review was performed for the valve. It was confirmed that all records were controlled, available for review, and met all specifications. All lots passed functional testing and met release specifications. No non-conformances or deviations were noted. A review was performed of the available information. Onxace-23, sn (B)(4), implanted (B)(6) 2013 in the aortic position. Male patient was undergoing MRI examination. Attending nurse seeking valve information from the manufacturer mentioned that the patient had stopped taking warfarin. Nurse also mentioned that the patient had suffered a stroke of unspecified type, i.e. Whether thromboembolic or hemorrhagic. The timeline of these events was not given and, although suggestive, no casual association was made between any of them. The valve was not reported as explanted and results of the MRI were not given. Stroke is a recognized risk factor of aortic valve replacement with a mechanical heart valve. Nevertheless, there is not enough information to make any judgement on cause and effect nor established what, if any, relationship the stroke has to the valve.

Event description:
"Call from nurse of covenant health needing make and model of valve for MRI department for patient who had a stroke. She informed me that the patient stopped taking his warfarin. The date of the stroke was not provided."